Event description:
It was reported that unit will not charge during use on a pt. Customer reported that the ac power led does not illuminate when ac power is applied. It is unk if the unit alarmed for low battery before it powered off. There are no known impact or consequence to the pt.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.